Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid collection around the hip, adverse reaction to metal debris and a suspected soft tissue reaction reported.